Event description:
It was reported that the patient had reached end of service, pulse disabled after being implanted for less than two years and this seemed like premature battery depletion. Due to loss of therapy, the patient had began to seize more frequently. The generator's internal data was reviewed. The last information indicated that the device was at end of service with 33.985% of the battery consumed. The manufacturer's device history records were reviewed. The suspect generator passed final quality and functional specifications prior to release. The patient's generator was determined to be laser routed. This information indicates that the generator is consistent with a previous internal investigation that was completed on premature battery depletion events. The results of the investigation observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in leakage paths. This finding is indicative that the generator will reach true end of service earlier than expected. The patient underwent generator replacement due to the battery depletion. On the date of replacement surgery, the device had reached end of service, no communication. The suspect product was received, but product analysis has not been completed to date. No further relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Product analysis was completed on the returned generator and premature end of life was confirmed, as received, the generator was , pulse-disabled, with 34.095% of the battery consumed. During visual analysis, contaminants were observed on the trimmed edge of the pcba. No further visual anomalies were found. The pcba of the generator failed several tests of the postburn electrical tests. Based on these results, the contamination on the trim edge of the pcba suggest probable electrical paths were established between the copper edges. After the pcba trimmed edges were cleaned, the pcba passed post-burn electrical testing. Remaining residual material on the pcba edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption (out of speciation) for both standby and pulsing modes of operation. No further relevant information has been received, to date.